Event description:
It was reported that the patient's left hip was revised due to metallosis at the head-trunnion junction. Intra-operatively, wear was visible at the junction. There was no black tissue in the patient and no noted wear/ discoloration of the liner. The shell was also reported loose intra-operatively. A stryker metal head, liner, shell and screw were revised to competitor devices. The stem was well fixed and not revised. Update 09 may 2019: stem was returned for evaluation, hence it was revised.

Manufacturer narrative:
Reported event: an event regarding loosening involving an vitalock shell was reported. The event was not confirmed. Method & results: product evaluation and results: angled images were taken of the distal surface of the shell where debris was observed. The debris was collected using an sem stub for further analysis. Energy-dispersive spectroscopy (eds) analysis was performed on the debris and base material for the returned hip stem, shell, and head. The debris on the shell was consistent with biological material and the base material of the solid and porous sections of the shell were consistent with astm f75 and astm f75 respectively. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: angled images were taken of the distal surface of the shell where debris was observed. The debris was collected using an sem stub for further analysis. Energy-dispersive spectroscopy (eds) analysis was performed on the debris and base material for the returned hip stem, shell, and head. The debris on the shell was consistent with biological material and the base material of the solid and porous sections of the shell were consistent with astm f75 and astm f75 respectively. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The loosening could not be confirmed and the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to metallosis at the head-trunnion junction. Intra-operatively, wear was visible at the junction. There was no black tissue in the patient and no noted wear/ discoloration of the liner. The shell was also reported loose intra-operatively. A stryker metal head, liner, shell and screw were revised to competitor devices. The stem was well fixed and not revised.